Event description:
It was reported that they were getting errors causing the patient to be re-exposed. After initially resetting the calibration it was determined the filter wheel, mirror assembly and tubehead control board needed to be replaced. Once this was completed, the system is working as intended.